Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer reported via phone call that the customer experienced hyperglycemia and insulin pump had a blank display. The customer¿s blood glucose level was 22.3 mmol/l at the time of the incident. Customer stated that they treated with manual injection for high blood glucose. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated that they noticed the insulin pump screen was off so she replaced the insulin pumps battery. The pump screen did not returned but the pump finally started vibrating when she attempted to call. Customer stated that the notification light was flashing but there was no power on the pump screen. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that insulin pump was exposed to water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. Customer reported that they were unable to troubleshoot for high blood glucose due to the insulin pump being without power. The insulin pump will be returned for analysis.